Manufacturer narrative:
Additional information: b5, d5(update), h4, h6(update codes), h11. B5: the device contained fluorouracil 4296mg in 115ml of sodium chloride 0.9%. H4: the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug residue on the exterior surface of the device's bottle which suggested that leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from a loose fill port screw cap. This was observed during storage. There was no patient involvement. No additional information is available.